Manufacturer narrative:
H10: h2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in an indeterminate setting with the actuator bar extended to just below the needle tip and two lengths of fractured suture and a fractured implant. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it does not cycle, it extends fully then retracts fully each time the slider is actuated. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A review of the suture material specification found a material certification of analysis is required with each lot. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair, after the fast fix 360 t1 implant was deployed, the t2 implant deployed simultaneously. It is unknown if there was a surgical delay. The procedure was finished with a competitor device. No further complications were reported.